Event description:
The facility's technician reported an infusion pump with failure code 814:04 during set-up. Add'l contact info was requested but no add'l contact was identified. The hosp representative stated that there hav been no reports of any pt incident involving this pump since the last baxter service event.